Event description:
Parks doppler charger 1446 -16 vac- was plugged into an abbott pain mgmt provider pump, list #13960. The abbott pmp pump was being utilized to deliver pain medication. An abbott 12 vdc power adaptor, catalog #13036, should have been plugged into the pump. As a result, the pump delivered an amount of medication in excess of what had been programmed into the pump.